Event description:
It has been reported to philips the device failed the pm.

Manufacturer narrative:
Previously reported on (B)(4) with MDR#: 3003832357-2023-00571. Device investigation is pending the return of the device. Device investigation will take place on (B)(4).